Event description:
The manufacturer received voluntary medwatch (mw5106725) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging of having lymphoma while using this device. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-09219. This report was submitted as a duplicate report of the previously submitted report.